Manufacturer narrative:
(B)(4). The product was not returned for analysis. A review of the manufacturing documentation associated with this lot 17237162 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported a 6fr sheath was inserted and a non-cordis device crossed the lesion. Then an aviator plus .014 5.0x30 142cm was used for inflation, however it ruptured within its nominal pressure. Therefore, it was replaced with another balloon and inflated several times. The lesion was the superficial femoral artery. An ipsilateral antegrade approach was made. The procedure was completed. There was no patient injury reported and the product will not be returned for analysis. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product did not look normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not in an acute bend. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown.

Manufacturer narrative:
As reported, a 5x30mm 0.014 142cm aviator plus percutaneous transluminal angioplasty (pta) catheter was used for inflation; however, it ruptured within its nominal pressure. Therefore, it was replaced with another balloon and inflated several times. The procedure was completed. There was no patient injury reported. The lesion was the superficial femoral artery. An ipsilateral antegrade approach was made with a 6fr sheath, and a non-cordis device crossed the lesion. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product did not look normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not in an acute bend. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17237162 revealed no anomalies or non-conformance during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors may have contributed to the reported event as calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.